Manufacturer narrative:
The device and photo sample were received for evaluation. A visual inspection was performed on the photo sample, and the tubing separated from the y-site clearlink was observed. Visual inspection of the returned sample did not identify any abnormalities that could have contributed to the reported condition. A pressure test and clear passage under water were performed, and no leaks were observed. A priming test was performed, and no leaks were observed. A pull test was performed, and all components were joined correctly. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked from the tubing and separated from the y-site. The device was primed with dextrose 5% in water (d5w). This was observed when the nurse was retrieving medication from the chemo protective bag. There was no patient involvement. No additional information is available.